Event description:
It was reported that the pt had inadequate pain coverage on the back and experienced stimulation on the legs, posterior and hips. Reprogramming the device was unable to resolve the issue. F/u indicated that the pt will have a different trial lead implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.